Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set without a leukoreduction (lr) filter was received for investigation. No product had been collected in the collection bags which were all present on the set. Upon visual inspection no misassemblies were noted with the set. No occlusions were noted and fluid moved easily within the set. The run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The run data file analysis did not show a conclusive root cause for the higher- than-expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that the numerous aps pressure alarms throughout the procedure, which will cause the pumps to pause, may have contributed to additional cells being released from the chamber during the collection. Based on the available information, it is possible that this leukoreduction failure may be donor related.